Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
The stem was removed due to an infection. The patient has been monitored using a cement mold.